Event description:
It was reported that a pump was programmed in milligrams (mg) instead of micrograms (mcg) for the concentration/dose. The error was later corrected and updated from mg to mcg. Patient has effective therapy and no patient harm was reported. The type of medication being delivered via the device system was gablofen. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: neu _unknown_cath, product type: catheter. (B)(4).